Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with cannula only retracting about halfway after pushing the button..

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with cannula only retracting about halfway after pushing the button.

Manufacturer narrative:
Investigation: review of DHR revealed were 3 instances where the challenge samples were not noted as pass or fail (reject wedge challenge, plug depth attribute challenge and splay lube challenge), of which none were related to this incident. All required set-up and in process testing was performed in accordance with the quality plans. **these non-recorded (pass/fail) challenges are been addressed by the qe. Review disclosed one non-related qn was initiated; disposition, root cause and corrective actions were applied as per control plan. The defect needle retraction failure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.